Manufacturer narrative:
(B)(4). The facility has communicated that the device is unavailable for return. An attempt to duplicate the failure mode was not made because at the time there is no inventory of the involved product code available at the facility nor is any being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. A device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the surgeon tried to catch the suture bullet needle once through the ligament with the capio slim, the bullet needle broke off; they think in the ligament. A second capio slim and suture was used to complete the procedure. The needle bullet was left in the ligament.